Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. Citation: j obstet gynaecol res. 2024 nov;50(11):2131-2137. Doi: 10.1111/jog.16098. Epub 2024 sep 25. Pmid: 39318245. Https://pubmed.ncbi.nlm.nih.gov/39318245.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: the aim of this retrospective study was to clarify the actual incidence and risk factors of parasitic myoma after laparoscopic myomectomy using uncontained power morcellation by reviewing cases with subsequent laparoscopic surgery. Between january 1, 2008 and december 31,2021, a total of 87 patients who had laparoscopic myomectomy were included in the study. Divided into two groups: parasitic myoma (pm+) group with the mean age of 36 and range of (32-38) years and the parasitic myoma (pm-) group with the mean age of 36 and range of (34-40) years. The used of an electromechanical morcellator (storz, tuttlingen, germany from unknown manufacturer) or ethicon, tokyo, japan was inserted through the left upper abdominal port wound, and the enucleated myomas were removed. Follow-up were unknown. Reported complications: morcellator (ethicon, tokyo, japan), with acute abdomen requiring emergency surgery (n=?), treatment: not reported, had parasitic myoma torsion (n=?), treatment: not reported, with parasitic myoma infection (n=?), treatment: not reported. In conclusions, the actual incidence of parasitic myoma after laparoscopic myomectomy using uncontained power morcellation is higher than that previously reported. In laparoscopic power morcellation, large myomas increase the risk of developing parasitic myoma, and a containment bag system is expected to minimize this complication.